Event description:
It was reported that during a lap gastrectomy, the duckbill valve came off when a lymph node was removed. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the b12lt found that the device was received with the duckbill out of position and present. One potential cause for the damage found may be the snagging of an instrument during insertion. No conclusion could be reached to what may have caused the found damaged. No incident related to the reported event was observed during the batch record review.